Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the luer collar is cracked. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter corporate product surveillance a luer activated valve in which the valve was broken. According to the report, the facility staff was about to start an IV and as they were screwing the luer valve on an unknown product, a minimal amount of blood filled the valve. The event occurred during infusion and the luer lock appears to be split. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.